Event description:
On (B)(6) 2012, a customer in the (B)(6) reported that on (B)(6) 2011, a result of (B)(6) was generated for a patient sample with the cap/ctm hiv-1, v2.0 test. The result was reported to the physician. The doctor questioned the result, as the patient's (B)(6) load had previously been (B)(6). The lab then checked the analysis growth curve for the sample in question and it did not match the result. The customer repeated the same sample twice which generated a target not detected (tnd) result both times. The customer then tested a new sample from the same patient which also generated a tnd result. After the investigation was completed and responded to, new information was provided on (B)(6) 2012. The patient is a (B)(6) male, and was (B)(6) in 2004. Began (B)(6) medication in 2007 and until the current issue occurred, had an undetectable (B)(6) load since starting treatment. It was also stated in the complaint that the patent was psychologically disturbed by the test result and stopped (B)(6) therapy for a few weeks. This conflicts with other information provided previously which stated that the doctor questioned the initial result when it was received. It was stated in the complaint "the patient is doing better but remains suspicious about his lab results." The associated us product is m/n 05212308190 (B)(4).

Manufacturer narrative:
Result: algorithm analysis. Conclusion: software / firmware caused event; unusual event. The result in question was analyzed during the investigation and it was determined that this particular sample had noisy baselines and the elth algorithm, which is used with amplilink software to perform titer calculations, was not able to compensate for the noise, which led to an over-quantitated result. This is a known issue with the algorithm and has been previously investigated. In very rare instances, the analysis curves of the affected samples are noisy in the first few cycles, which can cause an incorrect calculation of the baseline. When this occurs, an overquantified result may be generated. In a previous investigation, all affected rmd assays were assessed for risks and possible impacts due to the elth baseline normalization anomaly. All potential failure modes were analyzed. The anomaly has an extremely low rate of occurrence. All residual risks identified were determined to be in the acceptable or alarp (as low as reasonably practical) range. The overall residual risk was determined to be acceptable with no major impact on assay or system performance expected. The issue is not likely to result in serious injury. The medical assessment is as follows: while there is possibility for medical harm to (B)(6) patients on (B)(6) therapy, the occurrence of the failure mode is exceedingly rare. The current standard of care is moving towards repeated testing when a result previously undetectable becomes detectable. The harms, of mismanagement of treatment regimens, are expected to be temporary and mild. (B)(4).